Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks from their cardiac resynchronization therapy defibrillator (crt-d) that left them damaged both physically and mentally. At this time, the crt-d remains in use. No further patient complications have been reported as a result of this event.